Manufacturer narrative:
Bayer case number: (B)(4), pain [pelvic pain female], heavy bleeding [genital bleeding] , fatigue [fatigue] , mood swings [mood swings] , joint pain [joint pain] , skin rashes on my body [rash generalised] , severe lower back pain [low back pain] , abdominal pain [abdominal pain] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), fatigue ("fatigue"), mood swings ("mood swings"), arthralgia ("joint pain"), rash ("skin rashes on my body"), back pain ("severe lower back pain") and abdominal pain ("abdominal pain").essure was removed on (B)(6) 2022. The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain had not resolved. The outcomes for pelvic pain, genital haemorrhage, fatigue, mood swings, arthralgia, rash and back pain were unknown. The reporter considered abdominal pain, arthralgia, back pain, fatigue, genital haemorrhage, mood swings, pelvic pain and rash to be related to essure administration. The reporter commented: after this procedure, various physical symptoms have developed in the meantime, I have undergone follow-up treatments, and both coils were removed on (B)(6) 2022. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages I still experience severe abdominal pain on a monthly basis, and daily physical complaints. I hold your organization liable for the incurred damages that I have suffered due to the essure sterilisation method. According to bayer qa, the batch/lot/serial number (B)(6) is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-apr-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pain [pelvic pain female], heavy bleeding [genital bleeding], fatigue [fatigue], mood swings [mood swings], joint pain [joint pain], skin rashes on my body [rash generalised], severe lower back pain [low back pain], abdominal pain [abdominal pain]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted (lot no: 11723) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding"), fatigue ("fatigue"), mood swings ("mood swings"), arthralgia ("joint pain"), rash ("skin rashes on my body"), back pain ("severe lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the abdominal pain had not resolved. The outcomes for pelvic pain, genital haemorrhage, fatigue, mood swings, arthralgia, rash and back pain were unknown. The reporter considered abdominal pain, arthralgia, back pain, fatigue, genital haemorrhage, mood swings, pelvic pain and rash to be related to essure administration. The reporter commented: after this procedure, various physical symptoms have developed in the meantime, I have undergone follow-up treatments, and both coils were removed on (B)(6) 2022. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages I still experience severe abdominal pain on a monthly basis, and daily physical complaints. I hold your organization liable for the incurred damages that I have suffered due to the essure sterilisation method. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.